Event description:
It was reported that the patient was supposed to get the implantable neurostimulator (ins) adjusted because they were feeling an uncomfortable increase in stimulation when they sat down, lay down, or ¿pressed their back up against something.¿ it was noted that the patient was not able to get it adjusted since it was put in because they had to move right after the surgery. It was later reported that the patient received assistance from the manufacturer representative or doctor and their concerns were resolved. It was noted that here was an appointment (B)(6) 2014. The patient also noted that the manufacturer representative was great. It was later reported that the patient wasn¿t feeling real well after the surgery. It was later reported on (B)(6) 2014 that the patient tried to learn and understand the product for the first couple of months, but after a couple months of implant, she had spiking/shocking. It was noted that in (B)(6), the patient had two long comprehensive reprogramming sessions. The manufacturer representative stated she was seen twice ¿like¿ may or june. The manufacturer representative stated the patient did not complaint of any shocking or jolting prior to, or at that point. The patient had called the manufacturer representative in the may or june time frame and stated that she had a fall or was experiencing some significant pain. The patient spent some time in the emergency room but she just wanted the system checked. The system checked out fine and the patient was good to go for the reprogramming. The patient was still having trouble with stimulation going down the wrong leg. When the patient turned the stimulation high, she felt it in the left leg and needed stimulation in the right leg. The patient would turn stimulation up high because she could not do one leg or the other and the health care professional told her it was the lead that was not in position. It was noted that it was not set for the right leg and the health care professional wanted to correct it. The patient would be having a lead repositioning on (B)(6) 2014. It was noted that the patient had not used stimulation for the last 3 months because she could not stand being ¿shocked¿ every time she stood or lay down. It was noted that there was a problem with the patient programmer. The patient stated she did not know what she was doing since she had not used the patient programmer for three months. The patient stated that she was ¿not working with it right now.¿ it was noted that x-rays would be looked at on (B)(6) 2014 and discuss the next steps. The manufacturer representative would see the patient (B)(6) 2014 and would determine if the patient was still experiencing the shocking or jolting. However, at the (B)(6) 2014 appointment the patient did not have the x-rays done. Due to that there was nothing done. The patient would get the x-rays done and would be seen again in a couple of weeks after (B)(6) 2014. No outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the patient reported previously mentioned information about their implant not working and being in pain. They noted that they took excedrin. They did not have a managing physician for their implant; only a primary care physician who was going to refer them to a surgeon. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was only receiving right-sided coverage. The manufacturer's representative did not know if the patient ever had x-rays or not. However, based on the patient's lack of left-sided coverage, the physician was moving forward with a revision. The revision was being put through for approval and scheduling.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The device never worked since implant and it had gotten gradually worse. The lead was placed incorrectly, so it was addressing pain on the wrong side of the body. They tried to reprogram it several times, but since the lead was in the wrong place, it never worked. In (B)(6) 2015, the patient was told that they were going to do surgery to revise the lead. This had not occurred because the manufacturing representative and physician tried reprogramming first. The manufacturing representative tried to reprogram and it was noted that "it could not be done and the patient would need surgery." The patient had been taking the oral medication, percadem and she did not like it. It changed her mood and made her short with people. The patient was "literally crippled over in pain and that caused her neck to be in pain as well." The patient's back pain was reported as twice as bad as it was before implant. The patient's thoracic pain, neck pain and pain and bruising at the ins site had a gradual onset. The patient wanted the device electively removed. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still awaiting x-rays. The patient had an appointment (B)(6) 2014 but it was rescheduled for (B)(6) 2014. There was no therapy at the moment. Thus far, no revision had taken place. No outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.